Event description:
Reportedly, the plastic at the tip of instrument melted during use and the pieces fell into the patient cavity. The surgeon retrieved the pieces and cleaned the tissues. Procedure: unk.